Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the mid internal carotid artery with mild calcification and 70% stenosis. A small emboshield nav6 embolic protection system (eps) was prepped and was being advanced when the filter of the eps detached. As the filter could not be recovered [recaptured] again and the detachment occurred within the delivery catheter, the eps system was simply removed as a single unit. A new same size nav6 eps was used to continue the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed. The reported separation was unable to be confirmed as there were no visible separations to the filter or returned components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause to the reported filter separation. The noted bunched filter and wrinkled pod appear to be related to circumstances of the procedure and likely occurred during loading of the filter into the pod. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.